Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had insulin squirting out and could not complete rewind process. The customer's blood glucose level was 199mg/dl. Troubleshoot could not be completed due to customer having disconnected from the line.